Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with severe bunching of the stent struts. Based on the complaint report, the analysis and the type of damage evident; it may be possible that the damage occurred during an attempt to withdraw the device under excessive resistance from the guide catheter. The maximum crimped stent profile was measured and was below the max crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A mach1 guide catheter was placed. After a non-bsc guidewire has crossed the lesion, predilation was performed with a 5.0 non-bsc balloon catheter. Subsequently, a 12 x 4.00 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. Another attempt was made to advanced the promus premier¿ stent cross the lesion using a non-bsc catheter. However, when the promus premier¿ stent appeared in the cineangiocardiogram, the physician noticed that the stent was dislodged. The whole system was removed from the patients body and the dislodged stent was found in the guideliner. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.